Event description:
It was reported that the infusion set was accidentally pulled out during use due to tubing catching on something or pump falling on 15-jun-2026 as bolus ease wire hose hanging off the patient.

Manufacturer narrative:
MDR (B)(4) / initial 5 of 6based on the available information, this event is deemed to be a reportable malfunction.request was performed for additional information including lot number; however, lot number was not provided.a complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380